Event description:
It was reported that there was high sensing integrity counter (sic). The right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.